Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing detached. She stated that as she woke up, and found her tubing was detached from her infusion set and noticed that she had high blood glucose level. Reportedly, the blood glucose level was 400 mg/dl currently and at the time of incident. No further information available.